Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and there was normal battery depletion. The device met expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4):the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched and there was apparent explant damage. The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately eleven months post implant of the ipg approximately six years ago.